Event description:
It was reported that this artificial urinary sphincter was explanted as the device was not operating as intended due to fluid loss. The device was explanted. No patient complications were reported.